Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was able to register the patient, but one they were in navigate on the system, the registration probe was 2-8mm imprecise. The surgeon attempted to verify other instruments with no success. They tried tracking the blade on the microdebrider and it was working with accuracy. The surgeon continued the case with the microdebrider. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue.